Event description:
After placing second anchor of fast-fix device, the suture broke while pulling on the suture. Malfunction report form confirms that "t1 stayed in the meniscus". A back-up device was available to complete the surgery. The t's were placed 5mm apart. It was also confirmed that a knot pusher was not being used at the time the suture broke. No pt injury resulted.

Manufacturer narrative:
No product is being returned for eval.